Event description:
Began using philips CPAP in (B)(6) 2013. Diagnosed with prostate cancer in 2016. Diagnosed with metastatic neuroendocrine carcinoma of the lung in 2018. Diagnosed with colon cancer in 2018. Suffered from respiratory tract infections, headaches and worsened asthma since using the CPAP.